Event description:
It was reported that the insulin pump was dropped and is not currently working. Device was dropped on the floor and pump broke apart. Blood glucose value is 208 mg/dl. It was also stated that there is damage to the reservoir compartment and pieces of wire sticking out. Nothing further reported.

Manufacturer narrative:
Insulin pump received with minor scratched display window. Device was received with cracked reservoir tube lip, scratched case and cracked and cap. Insulin pump protruded/loose drive support disk.